Manufacturer narrative:
Patient: no consequences or impact to patient (B)(6); (B)(4) device: incorrect or inadequate result (B)(4); (B)(4). Evaluation. Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(6) assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(6) antigen code (B)(4) which has a reduced potency that affects the architect (B)(6) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(6) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Event description:
The customer observed increased gray zone or weakly reactive architect (B)(6) results when reagent lot 03212l100 was in use. The customer stated since they started using this lot, they have two to three weakly reactive results that were negative by the axsym (no data provided by the customer) and all the samples were (B)(6). The customer stated some of the questionable samples had been standing over the weekend. The customer also stated (B)(6) quality controls were within specification and the customer was familiar with the product correction for this issue. There was no impact to patient management.